Event description:
It was reported that a device fracture and leaking occurred. The 90% stenosed target lesion was located in the severely calcified artery. A rotapro was selected for use. During the procedure, it was noted that the sheath near the handle was fractured which started leaking and blood came back into the rotapro. The device was removed intact from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported post procedure.